Event description:
It was reported that the right atrial (ra) lead exhibited high impedances (greater than 9999 ohms) and was possibly fractured. It was further reported that the ra lead exhibited oversensing, and high thresholds due to exit block. The lead was partially extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory also indicated atrial oversensing. A clinical data review indicated the atrial lead impedance trend shows an increase over 2 months to out of range. The analyst noted: atrial capture management trend shows the threshold increased from a baseline of approximately 0.75v to high/out of range the week of 2014 (B)(6). Automatic lead diagnostics shows maximum atrial lead impedance increased to >2000 ohms the week of 2014 (B)(6) and was >9999 ohms by the week ending 2014 (B)(6). Lead performance data reset by user on 2014 (B)(6) and an atrial lead warning occurred. Mode switch episodes recorded with atrial rates > 400 beats per minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).